Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/30/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one winding former with a needle suture combination inside its open foil packet was received for analysis. Product code sxpp1b456. Upon visual analysis of the returned sample revealed that the surface of the needle has foreign matter that appears to be excess silicone in the tip area. One photo was provided showing one needle suture combination with apparently unknown foreign matter on the tip needle. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 3/4/2026. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Inside the sterile barrier. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? A round black stain. Are there any photos of the foreign matter available? No. Is it possible that the foreign material fell into packaging upon opening of device? No. Was the product seal on the foil still intact when the package was opened? Yes. Will the device be returned for evaluation? If yes please return all relevant packaging material; yes. Was the procedure completed without any adverse effect to the patient? Yes. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. It was reported that upon unpacking, a black stain was found on the needle body. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.